Event description:
It was reported that right hip revision surgery was performe due to pain and elevated metal ion levels.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.